Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #1: section d. Box 2. Common device name; section g. Box 4. PMA/510k number. Evaluation of the returned cat7 confirmed that the catheter was fractured. If the cat7 is advanced against resistance, damage such as a kink may occur. Further manipulation of a kinked device may worsen to a fracture. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed a kink distal to the hub. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right posterior tibial artery and right lateral plantar artery using an indigo system aspiration catheter 7 (cat7), indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), and a non-penumbra sheath. During the procedure, while advancing the cat7 into the right common femoral artery through the sheath, the physician fractured the midshaft of the cat7. Therefore, the physician slowly pulled and removed the cat7 under fluoroscopy out from the patient. The procedure was completed using a new cat7,a new lightning bolt aspiration tubing, and the same sheath. There was no report of an adverse effect to the patient.